Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer was mentioned motor error and no delivery alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer treated for high blood glucose level with manual injections. Troubleshooting was performed for motor error. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.